Event description:
It was reported the pt was to undergo surgery for a catheter revision. The day of the procedure it was reported the pump revealed an empty reservoir alarm prior to replacement. The last change in the logs had been in 2009. No alarm was heard, but the reservoir alarm was confirmed by telemetry. The pt had experienced an increase in pain. The pump was empty. Both the pump and the catheter were replaced. The reason for the catheter revision/replacement was not reported. A rotor study was done (no results reported). The drug used in the pump was morphine (dose and concentration unk). Following the replacement, the pt recovered without sequela.

Manufacturer narrative:
The pump and catheter were returned for analysis which was not complete as of the date of this report. A f/u report will be submitted when device analysis is complete.